Manufacturer narrative:
B3: estimated date. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Event description:
According to the available information the patient has experienced extended healing time. At 8 weeks he could deflate fully but within the hour the implant has inflated again with about 2-3 pumps of fluid remaining to inflate. At 12 weeks his doctor stated that he should continue to heal and wait another 4-5 months before further consideration.

Event description:
According to the available information the patient is able to inflate the device but when deflating the cylinders seem to auto inflate. Device is still implanted in the patient.

Manufacturer narrative:
B3: estimated date. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.